Manufacturer narrative:
The failure investigation has been completed and the alleged issue was verified. The information will be used for tracking and trending purposes.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged. Customer's continuous glucose monitor read "high," however, specific blood glucose (bg) value was not provided. The customer reverted to manual injections for insulin therapy. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.